Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the hypotube kinked at the hypotube to connector junction, and the heater coil windings stretched. The device failed continuity and resistance testing due to the heater coil winding damage. However, the tether and heater coil pet were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Event description:
Please see section h11 for device investigation findings.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web was used to treat a brain aneurysm. The web was deployed in the aneurysm and attempted to be detached. However, even after several attempts to detach the web with a detachment control device, the web was not detached. During the several attempts, the light sometimes turned red, but the device was basically energized and beeped. The physician pulled the delivery system to detach the web from the delivery system, but the web could not be detached at all. The web and the detachment control device were replaced with another web and detachment control device to continue the procedure. The second web was successfully detached, and the procedure was completed. There was no health damage to the patient.